Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc). The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "utility of endoscopic submucosal dissection in the remnant stomach and clinical outcomes for different reconstruction methods". The literature reported the result of 3237 patients of the endoscopic submucosal dissection (esd) procedure from january 2005 to september 2017. In the subject case, there was 58 cases of perforation. Omsc will submit a medical device reports (MDR) depending on the event type.